Manufacturer narrative:
(B)(4) per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, the paravalvular leak (pvl) was attributed to the calcium in the lvot. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As notified through implant patient registry (ipr), the patient had two valves placed, due to paravalvular leak (pvl). Access was gained and two preclose devices were then deployed but not tied (pre-close). A valvuloplasty balloon was advanced over the wire and the valvuloplasty performed with rapid ventricular pacing. The delivery system was placed in the sheath, actively flexed over the aortic arch and the native valve crossed. The flex catheter was pulled back and the valve positioned using echo and aortograms to verify the proper location. Once the correct position was obtained, rapid ventricular pacing was commenced. When the correct pressure was obtained, the valve was deployed by inflating the balloon completely in a slow controlled fashion. The balloon was then deflated and pacing stopped. The device was withdrawn. There was moderate paravalvular leak (pvl) due to calcium in the left ventricle outflow track (lvot) and it was decided that a second valve was needed. Another 20mm valve was prepped, inserted into the sheath, and deployed under pacing, with positioning slightly lower to create a lvot seal. After an echo assessment which confirmed almost no pvl, the wire and system removed.